Event description:
Family member of home patient called baxter technical service to troubleshoot an alarm situation on the homechoice machine. During the course of discussion, patient's family member informed baxter service representative that the previous evening, a 2l supply bag connected to the last line of a homechoice set had fallen off the table and disconnected from the homechoice set spike. The family member noted a small amount of fluid on the floor and picked up the bag and reconnected it to the same set spike. The patient continued with treatment to completion. Per patient's rn, the patient was given 1 gram ancef prophylactically the next day. The rn and patient reported that no injury resulted from incident.